Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during the quadrant mode of a cataract extraction procedure there was no aspiration. The case was completed. There was no patient impact reported. Additional information has been requested but not received.

Manufacturer narrative:
Additional information provided in additional manufacturer narrative. Following the submission of the initial report, it was discovered that a duplicate medical device report with manufacturer report number 2028159-2018-00940 was submitted relating to this event. As further information pertaining to the event and investigation is received this report with manufacture report number 2028159-2018-00940 will provide the additional information. The manufacturer internal reference number is: (B)(4).